Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken segment that contains the crimp was missing from the clevis. The cable was fully broken. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken cable. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no instrument collision. There was an issue with the opening/closing of the grips but no issue with the horizontal or vertical motion of the grips/wrist. There was 1 cm cable visibly protruding from the distal end of the instrument. There was no fragment fall into the patient. No photographic images of the device or recording of the procedure is available for isi to review.